Event description:
The customer reported that the sys image flickers while in the brightness control mode. The image goes dark and then disappears. The images appear to be underprocessed. This happened during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the image processor printed circuit board, adjusted the generator interface board and verified that the batteries were within spec. The sys was tested and found to be working as intended and put back in svc.